Event description:
It was reported that a sudden drop in battery was seen involving this device. A device data review was needed. A review of the device data by technical services (ts) confirmed that the power consumption was increasing in a gradual fashion. Premature battery depletion was confirmed and the device needed to be explanted and returned for analysis. Ts confirmed that the reason for the sudden drop in battery percentage relates to the difference between the estimated software calculation in march 2021 versus a real battery voltage measurement most currently causing the wider indication jump. No adverse patient effects were reported. The device remains implanted. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that a sudden drop in battery was seen involving this device. A device data review was needed. A review of the device data by technical services (ts) confirmed that the power consumption was increasing in a gradual fashion. Premature battery depletion was confirmed and the device needed to be explanted and returned for analysis. Ts confirmed that the reason for the sudden drop in battery percentage relates to the difference between the estimated software calculation in march 2021 versus a real battery voltage measurement most currently causing the wider indication jump. The device was explanted and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.